Manufacturer narrative:
The failure analysis team has completed their investigation on the patient side manipulator (psm). The psm was analyzed, and the reported failure could not be reproduced, but could be confirmed as having occurred via the field error logs. Visual inspection was performed. The psm was installed onto the system and powered up. A sine cycle and a test drive were performed without any issues. Additional tests performed were passed. No trouble was found on the psm.

Manufacturer narrative:
Based on the claim against the product by the customer noting arm 1 was alarming with error 25596. An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side manipulator (psm) to solve multiple 25596 errors of arm 1 at startup. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device and the psm has been returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that arm 1 was alarming with error 25596. The customer power cycled the system multiple times already, but the error returned. The tse confirmed the presence of error 25596 in the logs, and it was leading to an error 30 pointing to a fault on path remote arm controller board (rac) 1 to patient side manipulator (psm) 1. As a last chance, the tse guided the customer to hard power cycle arm 1, but the error returned at power up. The tse asked the customer if the surgeon was okay to resume the surgery with three arms and the customer agreed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.